Manufacturer narrative:
H6. Medical device problem code: 2993 adverse event without identified device or use problem was removed. An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage associated with pericardial effusion could not be determined. The reported patient effects of dyspnea appears to be related to pericardial effusion. The reported hospitalization and unexpected medical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant. Prior to procedure, patient was not taking any anticoagulant or antiplatelet medication. Heparin was administered, and the patient's activated clotting time (act) level was 275 seconds. The location of the transseptal puncture was mid to mid-anterior. There was difficulty with crossing the septum. A non-abbott sheath was used in addition to the dilator, and three attempts were made before successfully crossing the septum. The left atrial pressure was 7mmhg, and fluid was given. The device was successfully implanted after two partial recaptures. No protamine or reversal agent was provided. A loading dose of 300mg of plavix was administered. The patient was prescribed 81mg aspirin and 75mg plavix. On (B)(6) 2024, the patient was discharged without incident. A few days later on (B)(6) 2024, the patient returned with shortness of breath. A transthoracic echocardiogram (tte) showed a localized pericardial effusion. The pericardial effusion was resolved with medication. The implanter believed the amulet was responsible for the effusion. The patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2024, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant. The device was successfully implanted. On (B)(6) 2024, the patient was discharged without incident. A few days later, the patient returned with shortness of breath. A transthoracic echocardiogram (tte) showed a pericardial effusion. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.